Manufacturer narrative:
This report is submitted on june 23, 2023.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient underwent a procedure to drain the infected site twice (specific date not reported). The patient was also treated with oral antibiotics for two weeks (date not reported).